Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump alarmed with a button error and a no delivery alert. Customer was refilling the insulin pump and attempting to the fill the cannula. Customer's blood glucose was 147 mg/dl. The customer was advised to clear the alarm while disconnected from the insulin pump, but it kept alarming with a motor error. Customer was not using the sensor feature. She was able to complete the rewind sequence. However, the pump consistently alarming with a motor error was preventing navigation. No delivery alarm troubleshooting could not be performed as a result. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm could be verified in the alarm history due to an erased history file. The insulin pump had a severely scratched display window and a cracked reservoir tube lip.